Manufacturer narrative:
(B)(4). UDI number: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate , the complaint could not be confirmed , and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the operation doctor was not able to remove a peelable sheath." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI number: (B)(4).

Event description:
It was reported "during the operation doctor was not able to remove a peelable sheath." No medical intervention required. The patient's current condition is reported as "fine".